Manufacturer narrative:
It was reported that the controller was emitting critical battery alarms. The controller and battery were returned for evaluation. The shelf life requirement, for the hvad battery pack, is one (1) year from the manufacturing date. As a result, and upon further review of the investigation, it was determined that the battery related to this complaint has been in storage for longer than one (1) year from the last time of use and is not suitable for testing. An extended storage period greater than one (1) year can cause the battery to irreversibly degrade in performance that can lead to erroneous test results. Additionally, lithium-ion batteries in storage for prolong periods of inactivity may pose a safety risk. Therefore, the investigation will be conducted with relevant available information. A review of the manufacturing documentation confirmed that the associated battery met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed one (1) critical battery alarms involving (B)(4). In this instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc. This observation is indicative of a communication error between the controller and battery. Analysis of the controller revealed that the device passed functional testing but failed visual examination due to a loose serial port connector. This observation is not related to the reported event. Based on an investigation conducted, the most likely root cause of the loose serial port connector can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. The most likely root cause of the reported critical battery alarm can be attributed to a communication error between the controller and battery. Heartware investigated communication errors. Of note, the controller, (B)(4), in use during the event did not have the smr upgrade. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Batter / (B)(4) / cat#1650 / expiration date:08/31/2016 / (B)(4), device available for evaluation: yes, device evaluated by manufacturer: no, mfg. Date: 08/31/2015 labeled for single use: no (B)(4).

Event description:
It was reported that the controller and battery were emitting critical battery alarms. There were two yellow lights shown on the battery capacity window. There was no damage to the pins or ports. It was stated that there were no power switching observed or none recorded on alarm history. The patient only heard audible alarms. The battery and controller were replaced. There was no reported effect on the patient. No additional information available.